Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending carotid artery with heavy calcification, mild tortuosity and 99% stenosis. The 2.0x15 mm mini trek balloon dilation catheter (bdc) was prepped per instructions for use (IFU). The device was advanced with resistance due to the patient anatomy. The balloon was inflated once to 6 atmospheres when a rupture occurred. Another trek bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.